Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump was not returned for evaluation as it was not explanted. Additionally, the primary system controller was not returned to the implanting center; therefore no log files were available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient expired and the cause of death is unknown. The patient's home health nurse contacted the vad coordinator and reported that he found the patient unresponsive on (B)(6) 2016. The home health nurse had been seeing the patient for the past 6 months on a regular basis. He saw the patient every day around 10:00 am from (B)(6) 2016, to change out the patient¿s 24 hour IV bag of dobutamine. Each day the patient was doing well and had no issues. On the morning of (B)(6) 2016, the patient did not respond to repeated phone calls and the nurse went to the apartment to check on the patient. The nurse called family members and friends to come to unlock the door in order to check on the patient. The patient¿s part-time caregiver and friend arrived and let the nurse in the apartment, and the ¿lvad and the inotrope pump were alarming¿. The nurse believes that the patient had passed away about 6 hours or so prior. No additional information was available.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported patient outcome could not be conclusively determined. The patient was found unresponsive with their lvad and inotrope pump alarming. Reportedly, the rn believed the patient had expired about 6 hours prior to arrival; however, a specific cause for the patient's expiration could not be determined. Only the patient's backup equipment was returned to the center, so no log files from the time of the reported event are available. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.